Event description:
It was reported that customer pump screen remained dark and would not turn on. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.